Event description:
It was reported, the patient with gastroparesis underwent a gastric electrical stimulator placement. After approximately 6 months, the patient requested to have the stimulator removed because he had no results. The stimulator was removed and the leads were left in place. The patient later (unknown date and time) presented to the physician with a bowel obstruction; which reportedly had been going on for awhile. A CT scan revealed the wires as a lead point for an obstruction, as this was the transition point dilated to a decompressed small bowel. Under general anesthesia, the patient underwent surgery; it was noted the wires were covered by omentum. They were adhered to the bowel loop, kinking the small bowel. The wires were removed near the greater curve of the stomach. Bilious fluid, 1200 cc. Was milked back into the ng tube. There were five serosal tears, which were all repaired. The patient's condition after surgery was reported as improved. See also MDR #2182207200700701.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.